Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the or staff was picking the suture to be used on the patient during the unknown procedure on unknown date, but was stuck by the needle that was protruding from the cardboard, individual suture case and the plastic covering. A band aid was placed on the operating room staff's finger, the operating room staff is doing fine and there was no additional intervention required. It was also reported that the needle can be seen poking out of the cardboard and plastic. No further information is available.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The evaluation noted that during the visual inspection of the unopened sample, several damage and pin holes in overwrap packet could be observed. The damage and holes were found on the copolymer. In addition, the needle was rotated and inserted in the paper lid that protrude from paper lid and the copolymer. This condition caused the damage in the overwrap and clearly visible without opening the overwrap.